Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the pipeline was used and adjunctive balloon angioplasty was performed in the index procedure. Mrs was 0 at baseline (it doesn't specify if this was prior to the tia or not) and the mrs at 7-day follow-up was 1. Medtronic received a report that the purpose of the balloon catheter was for expansion of flow divider. There was no adverse event. The patient was discharged on (B)(6) 2021. The patient was no symptomatic. The mrs score was 1. There was no changes to the antiplatelet therapy, the coagulation therapy, or an adverse event. There was no malfunction present. 30 days post procedure, the mrs score was 0. There was no retreatment. There was changes to antiplatelet therapy. 6 months post procedure, the mrs score was 0. A digital subtraction angiography (dsa) was performed which showed the blocked state of the target aneurysm was a complete obliteration. The occlusion status was d1. There was no presence or absence of stenosis/occlusion in the parent artery. There was no branch vessel occlusion. There was no re-treatment. There was changes to antiplatelet therapy. 12 months post procedure, the mrs score was 0. A MRI was performed which showed the blocked state of the target aneurysm was a complete obliteration. There was no retreatment. There wa s changes to antiplatelet therapy. 24 months post procedure, the mrs score was 0. A MRI was performed which showed the blocked state of the target aneurysm was a complete obliteration. The patient was undergoing surgery for treatment of a saccular, unruptured, left internal carotid artery (ica), c6 (ophthalmic artery) segment aneurysm. It had a height of 3.0 mm, a max diameter of 5.1 mm, a dome diameter of 4.0 mm, and a 3.5 mm neck diameter. The dome/neck ratio was 1:1. The diameter of the proximal end of indwelling fd was 2.7 mm and the diameter of the distal end of the indwelling fd was 3.1 mm. There was no neurological symptoms pre-procedure. The modified rankin scale (mrs) performed on 2021-jun-07 was 0. A platelet reactivity test was conducted. The platelet reactivity units (pru) was 170. The aru was 526. There was no presence or absence of fetality of posterior communicating artery (pcomm). There was a presence of branch vessels (pica). The branches are adjacent to the neck region on the greater curvature side. "Treatment by surgical surgery or coil embolization is problematic is by patient's wishes." The number of units used was 1 piece. The total length of the device placement was 16.9 mm. The placement was successful. Ancillary devices include a phenom microcatheter, a navien catheter, and a balloon catheter. Additional information was received. At discharge / 7 days post-procedure, an mrs of ¿1 ¿ no significant disability despite symptoms¿ was selected; however, it has worsened compared to "0 - no symptoms at all" which was selected in the previous (pre-operative) mrs. The physician commented on this as follows: "prior to surgery, it was mrs:1." Based on this, it was confirmed that mrs1 had been present prior to the surgery, so it was determined that mrs did not worsen at the time of discharge from the hospital or 7 days after the procedure.

Event description:
Additional information was received reporting that, "on the crf procedure screen, ¿use of balloon catheter¿ is marked as yes, and the stated purpose of balloon catheter use is expansion of the flow diverter. However, this was performed as part of the standard procedure and was not an action taken due to any malfunction." Identified cause or contributing factors for the event was provided as, "initially, an adverse event of ¿worsening of mrs at 7 days post-procedure¿ was suggested for this case. Upon further confirmation, it was determined that no worsening of mrs at 7 days post-procedure occurred. Therefore, no adverse event occurred in this case (and no malfunction had occurred originally)." The patients vessel tortuosity was not obtained. "No malfunction occurred, and there were no issues with the procedure. The flow diverter was implanted as intended, and the procedure was completed successfully without any problems." The model and lot number of the ballon catheter was not obtained.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received stating that, "as it was confirmed that the (B)(6) had not worsened before and after the procedure, the pre-procedure (B)(6) was corrected as follows. Before correction: (B)(6) ¿ no symptoms. After correction: (B)(6) ¿ no significant disability despite symptoms."

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.